Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sigmoid colon cancer radical surgery, while cutting the sigmoid colon, the lever was unable to be squeezed. The stapler could not fire. A new device was used to complete the case.